Event description:
It was reported to philips that the system experienced slow start-up, taking 18 minutes, on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restored the software and performed functional tests successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).